Event description:
Further follow-up revealed that the patient underwent surgery and the high impedance was resolved. The generator was not explanted; however, it is unknown whether the lead was replaced or if a pin insertion issue was corrected. Review of the device programming history identified that the high impedance was resolved on (B)(6) 2006.

Event description:
Reporter indicated that vns pt's generator appeared to have migrated from its original position. Additionally, device diagnostic testing performed at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Review of x-rays by treating physician reportedly revealed that 'the lead wire was disconnected from the generator.' It was reported that the pt had disconnected the lead from the generator by pulling at it. It has not been decided whether the pt will undergo revision surgery or be reimplanted with a replacement vns therapy system as this is the second occurrence of device malfunction as a result of pt manipulation through the skin. It was reported that the pt will be fitted with a prosthetic chest vest to see if that prevents him from picking at his device. Medication adjustments are also being considered as an alternate method of seizure control if decided to discontinue the vns therapy. A determination of whether to continue with the vns therapy is pending surgical consult and a discussion with the pt's family.